Event description:
It was reported that the haptic of the cc4204a collamer single piece lens got caught in the cartridge as the surgeon was inserting the lens and tore. The lens was cut out of the eye and discarded without enlarging the incision and there was no patient injury. A different type of lens was implanted in the sulcus. This happened twice with the same patient (see MFR report# 2023826-2013-00419).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation method: lens work order search. Result: a lens work order search was performed and one similar complaint was found that is the other lens involving in this case. Conclusion - (unable to confirm): based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).